Event description:
It was reported that the device got stuck with the guidewire. The target lesion was located in the severely calcified coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device got stuck with the non boston scientific guidewire. The devices were removed as a unit from the patient's body and the procedure was completed with another of the same device. No patient injury was reported.